Event description:
Guide pin bent and when the nail was introduced, it did not slide smoothly causing the guide pin to jam. The doctor was not aware that the guide pin jammed until it protruded out of the patient's skin. The patient suffered a compound intra articular fracture of the elbow joint.